Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify excessive no delivery alarm and failed battery test alarm due to blank display. The insulin pump had scratched display window and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display after inserting a new battery. The customer reported that they were unable to rewind prior to blank display. The customer also reported that they received a failed battery test after reinserting the battery. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer declined to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.